Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through merlin.net transmission after receiving a vibratory alert for high, out of range, low voltage lead impedance on the left ventricular lead. The patient was brought in the clinic for further evaluation. Upon interrogation, the lv impedance and capture threshold values were within the normal range. However, the lead exhibited increased capture thresholds since the original implant and the repeatedly measured impedance was showing variable values. A chest x-ray was performed, and the lead appeared in the same location as implant x-ray. The physician suspected that the 4th electrode was possibly not making good contact in the vessel, therefore, giving wide ranges for impedance. The physician elected to keep the lead implanted and monitor it since the lead was functioning well with capture. The patient was stable with no adverse consequences and will continue to be monitored.